Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient stood up quickly, the ilet detached from the belt, fell, and its screen cracked, after which a replacement ilet was shipped and the patient was instructed on shutdown steps and return logistics. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued cgm use via the dexcom app or receiver. Investigation included a review of the event details and device replacement with instructions that data would not transfer and that a standard startup process would be required and inspection of the returned device. Investigation of this device revealed a damaged screen consistent with accidental physical damage to the display assembly due to dropping the device. It was concluded, based on previously established findings for similar reports, that the cause was user handling and not a device malfunction.